Event description:
It was further reported that the target lesion as 85% stenosed non-tortuous and non-calcified. The physician noted that the vessel angulation contributed to the stent damage.

Manufacturer narrative:
Updated: device avail. For eval., returned to MFR. On., device returned to MFR., device evaluated by MFR. Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) and stent with no original packaging or other devices. There was blood in the wire lumen. The balloon was tightly folded. The proximal end of the stent moved distally 3 mm from the as-manufactured position. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. There were multiple flared and bent struts in the middle of the stent. The hypotube had several kinks. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion as 85% stenosed non-tortuous and non-calcified. The physician noted that the vessel angulation contributed to the stent damage.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary bypass lesion. The 3.0x32mm omega stent was advanced however, was unable to cross the lesion. Upon removal of the device it was noted that the stent was deformed. The procedure was completed with a 3.0x30mm non-bsc stent. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).